Event description:
Sorin group received a report that the compact system displayed an error message when the unit was unplugged. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the compact system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
The facility performs all maintenance and repairs on their equipment. The biomedical engineer checked the equipment, changed parts and placed the device back into service. There have been no further reported issues. No nonconformities were noted during manufacturing record review. No further investigation is required the issue will be monitored for trends and if identified, corrections will be recommended